Event description:
The customer experienced an issue with random "zero" results for multiple assays since (B)(6) 2015. No specific data was provided for this date. Preventive maintenance was performed and parts were replaced. The issue went away for one week but returned on random patients and assays. No specific data was provided for this date. Service visited the site and replaced valves. Performance testing and precision testing were done. The issue went away for two weeks but returned with nine patient samples within a two hour period giving "zero" results. The customer replaced the sample probe but still received "zero" results on random samples and assays. Of the data provided for the nine patient samples, only the results for two patient samples were discrepant. Patient 1 initial albumin result was 3.6 g/l. The repeat result was 40.1 g/l. On (B)(6) 2015, patient 2 initial c-reactive protein (crp) result was 380.05 mg/l with a data flag. The repeat results were 364.21 mg/l (with 1:3 dilution) and 41.06 mg/l with a decrease sample volume. Information concerning if any erroneous results were reported outside the laboratory or if any patient was adversely affected was requested, but was not provided. The reagent lot numbers and expiration dates were requested, but were not provided. The complete sampling mechanism was replaced the due to the probe hitting gel in the sample tubes, but with no alarms given on the system. The investigation noted all affected assays use a 2ul sample volume. This was a strong indication for a partially clogged sample probe caused by insufficient preanalytical handling. The field application specialist found that the customer was running random low volume samples where the gel was not spun down correctly. This caused the probe to become clogged with gel. The customer was instructed to pour samples into cups.

Manufacturer narrative:
This event occurred in (B)(6).